Event description:
Customer reported via phone call that the battery threads are stuck in the insulin pump. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Unit received with broken off and missing top part of the battery cap. Battery cap metal part stuck inside the battery tube threads. Unable to remove partial battery cap. Unable to install battery or verify weak and low battery alarms due to physical damage. Unit received with corroded battery tube. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.